Event description:
It was reported this procedure was to treat a mildly calcified, 100% occluded proximal right coronary artery (rca). Pre-dilatation was performed using trek 2.5 x 15 mm with two inflations at 8 and 10 atmospheres (atm). A xience v 3.5 x 23 mm was deployed. After post dilatation with a nc voyager 3.5 x 15 mm, one inflation up to 20 atm, a small dissection was notice. Another xience v 3.5 x 23 mm was deployed to cover the dissection. The end result was good with no prolonged hospital stay due to the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.